Manufacturer narrative:
The complaint device still remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased one and a half year within an eight month period. The power consumption was higher than expected. The plan is to reassess the battery status later on during a new scheduled follow up. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: if information is provided in the future, a supplemental report will be issued. Initial: the complaint device still remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased one and a half year within an eight month period. The power consumption was higher than expected. The plan was to reassess the battery status during a scheduled follow up, the patient will be kept under close follow ups until an explant procedure. The representative recommended to save the device data for technical services analysis. This device remains in service. No adverse patient effects were reported.